Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump did not reboot and the patient was unable to secure the battery cap. Reportedly, no damage to the battery compartment or the battery cap was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed rebooting had occurred. Visual inspection found no physical damage to the battery compartment. The battery cap threads were observed to be stripped, and the battery cap would not attach to the pump. The battery cap would also not attach securely to a test pump. A new test battery cap was used to complete pump testing. The pump was tested for 24 hours using the test cap, and no power interruptions were observed. The pump cover was removed and there was no damage to the power circuit. There was no pump defect found. Investigation determined that the stripped battery cap threads were the cause of the reported complaint.